Event description:
New information received notes that the patient's pacemaker (pm) had premature battery depletion. The physician elected to explant and replace the pm. The patient condition was stable.

Manufacturer narrative:
It was determined that the overestimation was due to an estimation anomaly in the merlin programmer's calculation. Programmer MFR number: 2017865-2022-21237.

Event description:
Related MDR number: 2017865-2022-21237.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at elective replacement indicator (eri) upon receipt. Longevity analysis found the battery depletion to be normal. The device functioned normally during analysis. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the pulse generator exhibiting a battery longevity estimation anomaly. A previous measurement eleven months ago had an estimated longevity of almost 6 years, while the most recent measurement displayed an estimated longevity of 3.3 years. No interventions were reported. The patient was stable.

Event description:
New information received notes during subsequent in clinic follow up that the pulse generator exhibited premature battery depletion, not an overestimation of battery longevity. There was no intervention, and the device was being monitored.